Event description:
It was reported that this pacemaker presented right ventricular (rv) lead undersensing and farfield oversensing that caused inappropriate mode switch. Technical services (ts) was consulted and recommended reprogramming options. This pacemaker remains in service. No adverse patient effects were reported.